Manufacturer narrative:
(B)(4). Device evaluation was completed. The heli-fx applier was returned with the associated endoanchor cassette and the heli-fx guide utilized in the case. Based on the available information for this case and historical analysis of similar failures, there is no evidence of a material defect that would have been contributory. The event description acknowledges the heli-fx applier was not perpendicular to the grafts/aorta during deployment and the endoanchor wound up in the graft material. It is likely that the endoanchor encountered resistance as it engaged multiple layers of fabric tangentially. With its deployment impeded, the excess torque was transmitted directly to the endoanchor leading to its fracture. This MDR is being submitted as part of a retrospective review/remediation effort performed at the aptus sunnyvale location, following medtronic¿s acquisition of aptus endosystems. This activity is being managed through medtronic¿s aptus integration plan.

Event description:
Endoanchors were being utilized in a revision of a migrated 28mm stent graft from another manufacturer experiencing a type 1 endoleak within a 24mm angled neck. Prior to anchoring, a 32 mm another manufacturer¿s aortic cuff was placed. Three anchors were deployed without issue. During deployment of the 4th endoanchor, it was observed that the anchor was not being deployed perpendicular to the aorta and grafts. During 2nd stage deployment, the endoanchor wound up in the fabric and broke. When the heli-fx applier was removed from the patient, the broken portion of the endoanchor was found within the heli-fx guide. The remaining portion of the endoanchor was secured through the fabric and into the aorta wall. No calcium was noted in the area of endoanchor deployment. The broken portion of the endoanchor was removed from the heli-fx guide but it was dropped on the floor when attempting to retain it for return.